Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020 (B)(4). S/w 2.8c the unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0875 inches. Unit uploaded properly using carelink. Unit had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from 07/30/2018 to (B)(6) 2020.

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2020 at hospital. Caller stated that customer was on rehab before hospitalization. The customer was hospitalized on unknown date. The cause of death was unknown. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer were not wearing the insulin pump at the time of death. The caller will return the insulin pump for analysis.